Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was undergoing battery replacement surgery due to battery depletion. Once the new generator was connected to the patient's lead, high impedance was observed. Troubleshooting was performed but high impedance persisted on the new generator, so another generator was used and normal impedance was seen. Device has not been received to date. No other relevant information has been received to date.

Event description:
Programing data was received and reviewed. Based on the review of the data, it appears the repeated high impedance that was observed was due to the lack of system diagnostics being run, with only an interrogation being performed. This would result in the last stored impedance value to be shown every time an interrogation was performed. No other relevant information has been received to date.

Event description:
It was reported that the generator had undergone product analysis.

Event description:
It was later reported that the suspect product has been received by the manufacturer. Product analysis has not been completed to date. No other relevant information has been received to date.